Event description:
The customer reported elevated troponin I (access accutni) results, for four patients, involving unicel dxc 600i synchron access clinical system. This report refers to the patient data that was submitted to the hospital due to the elevated result. The customer-supplied data reveals an initial troponin I result that is above the acute myocardial infarction (ami) limit. The elevated result was released out of the laboratory, and the patient was admitted to the hospital as a result. Further review of the supplied data also indicates elevated creatine kinase-mb (ck-mb) results for this patient's sample. Subsequent analysis of the same sample on an alternate methodology recovered lower troponin I and ck-mb results, within the normal reference interval. A second sample was collected from the patient and produced negative results on the alternate methodology. Results were not supplied by the customer. There has been no current report of patient outcome. Beckman coulter field service engineer (fse) went to the facility and assessed the instrument.

Manufacturer narrative:
The field service engineer (fse) noted wash pump and reagent cooler temperature system errors in the event log. The fse observed the wash pump priming and noticed the wash pump valve was not fully moving to position, causing the dispense probes to dispense an incorrect amount of wash buffer. The fse replaced the wash valve cap, rotor, stator, and pump belt. The wash pump was able to prime without system error following parts replacement. The fse replaced the reagent cooler peltier and thermistor to resolve the reagent cooler temperature system error. The fse verified alignments and ultrasonic settings and completed system check and all levels of quality control (qc); all results were within specifications. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications. Rotor, stator. The specimens were analyzed through the closed-tube aliquotter (cta). The customer stated quality control (qc) was within the laboratory's established ranges at the time of the event. The customer-supplied calibration curve, performed on (B)(4) 2012, indicates failed calibration. Upon repeat testing, calibration passed. Routine system checks, performed on (B)(4) 2012, passed within system specifications.